Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the pump was alarming with a non critical alarm. The patient representative (caller) stated they did not have a handset to check the alarm code. The caller stated that the pump had been beeping for about a week. The caller stated the patient had an MRI on the (B)(6) 2025 and they started hearing noises a couple days after that but they didn't realize it was the pump doing that. The manufacturer's patient services specialist (pss) asked the caller to clarify the beeping and caller stated it was a single tone. The caller mentioned that the patient just had the pump filled on monday ((B)(6) 2024) and it was beeping when the doctor filled it but it was low. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.